Manufacturer narrative:
(B)(4). Initial report sent to FDA on (B)(4) 2014.

Event description:
Procedure: thoraco/esophagus. According to the reporter: the device was inserted intercostal. Proximal part of the cartridge broken. Adapter was replaced and new device was used to complete case. No reinforcement material was used.